Event description:
It was reported that the patient's neurologist was unaware of patient's issues and was not able to provide any information regarding the patient's current problems. Attempts to the ent physician for additional relevant information were unsuccessful to date.

Manufacturer narrative:
.

Event description:
It was reported that the patient had been recently diagnosed with gastroparesis. The gastroenterologist felt that there may be some damage to patient's vagus nerve which may have caused patient's stomach muscles to be paralyzed. Clinic notes were later received for patient's generator replacement as the device is nearing end of service. The patient's previous issues with device migration, scar tissue and erratic stimulation were reported in manufacturer report # 1644487-2015-04744.